Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device passed all complete calibration and outgoing systems tests without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.